Event description:
Caller reported a cartridge alarm issue with their insulin pump. The blood glucose level did not exceed 500 mg/dl, so there was no adverse impact reported. The customer reverted to a backup insulin pump to ensure continued insulin delivery.